Manufacturer narrative:
Plant investigation: the customer returned a dialyzer from the reported lot for evaluation without the overwrap for evaluation. The dialyzer was returned with ogden provided adapter and blood port caps attached. Blood was present throughout the dialyzer. No damage or irregularities was noted on the returned sample. The sample was subjected to a laboratory bubble point leak test. The test failed showing as a steady stream of bubble coming from the cut surface at approximately 100° on the cavity ID end, with the ports positioned at 0°. Upon extraction of the fiber bundle, a fiber fragment was noted from the same area as the leak. The fiber fragment was approximately 0.38 mm in length. There was no other damage or irregularities visually noted on the dialyzer. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses a blood leak. It is unknown it if was an internal or external leak (no sample). A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility administrator (fa) reported that a dialyzer blood leak occurred approximately two minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed within the dialysate compartment of the dialyzer. No visible damage was identified on the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrator (fa) reported that a dialyzer blood leak occurred approximately two minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed within the dialysate compartment of the dialyzer. No visible damage was identified on the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.